Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. International UDI: (B)(4). Serial number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a battery failure. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 13mar2019. Multiple attempts were made to obtain further information regarding the repair of the device, however, no response was received. No parts were returned to philips for failure analysis, therefore, a root cause could not be established. Should new, relevant information become available, a supplemental report will be filed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.